Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead exhibited high capture threshold and high impedance. Lead insulation issues were suspected. The physician elected to not use the lead, and a new one was implanted. The patient condition was stable.

Manufacturer narrative:
The reported events of unacceptable threshold, high pacing impedance and insulation damage were not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Visual examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.